Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "I had an issue with a 5fr PICC. The end that the magnetic wire goes through, ( the t lock assembly stylet) came off/loose during insertion. This made flushing the lumen impossible." No pt harm other than xray to confirm tip placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded. The complaint of a dislodged septum on the t-lock extension set was confirmed and the cause appeared to be supplier related. One 3cg stylet and t-lock extension set were returned for investigation. The sample exhibited evidence of use. The septum was separated from the connector and shrink sleeve. The proximal edge of the shrink sleeve did not appear to have the formed contour of the septum. The contour at the distal edge of the shrink sleeve matched the contour of the septum. Bd is working closely with the supplier to prevent recurrence of the reported event. A lot history review (lhr) of ref (B)(4) showed no other similar product complaint(s) from this lot number. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "I had an issue with a 5fr PICC. The end that the magnetic wire goes through, ( the t lock assembly stylet) came off/loose during insertion. This made flushing the lumen impossible." No pt harm other than xray to confirm tip placement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint that the septum dislodged from the t-lock assembly was confirmed but the cause is unknown. A single photograph was returned for evaluation of this complaint. The photo contained a 3cg stylet with the t-lock assembly and solo funnel connector. The stylet had been removed from the catheter and was found laid out on a wipe. The yellow septum was detached from the t-lock assembly. It appeared that the shrink wrap tubing, which connects the stopper inside the t-lock assembly, was attached to the t-lock assembly, but the photograph was not clear enough to conclusively say this. The cause for the separation of the septum was not evident in the photo as the septum and shrink wrap could not be clearly viewed in the photo. Possible contributing factors could include an improper connection of the septum to the t-lock assembly, damaged or torn shrink wrap tubing, or excessive force applied while retracting the stylet.

Event description:
It was reported "I had an issue with a 5fr PICC. The end that the magnetic wire goes through, ( the t lock assembly stylet) came off/loose during insertion. This made flushing the lumen impossible." No pt harm other than xray to confirm tip placement